Event description:
On 11/14/2024 a sales representative reported via sems-(B)(4) that a new 0312-200 ø3.2mm pin locking guide, would not click into lag screw sheath. Locking mechanism was faulty. The occurred on 3/18/2024 during a cmn femur case. Nothing was broken in the patient and not patient harm was reported. No customer letter will be needed after the investigation

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.